Event description:
Following the implant procedure, after leaving the procedure, low pacing impedance and low sensing on the right ventricular (rv) lead were noted due to suspected lead damage. The rv lead was explanted and replaced. During the post-implant follow-up, low pacing impedance and no sensing was noted on the atrial lead due to suspected lead damage. The lead was deactivated and the pacer reprogrammed for rv stimulation only. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-15897.

Manufacturer narrative:
The reported events of low lead impedance and low sensing were confirmed. As received, a complete lead was returned in one piece with the stylet inserted for analysis. Electrical testing performed revealed an internal short due a shorted inner coil pushed against the inside of the connector ring caused by over-torque of the inner coil at the time of the procedure and consistent with procedural damage. X-ray inspection also revealed an over-torqued inner coil consistent with procedural damage which would have led to the reported events of low lead impedance and low sensing.